Event description:
It was reported that the caller's t:slim x2 pump battery would not charge, and the pump screen remained dark. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support attempted troubleshooting but could not resolve the issue, leading to a decision to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy until the replacement pump arrived.